Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose of 16mmol/l. The customer did a correction with the insulin pump, but no insulin was delivered, and the blood glucose went up to 18.9mmol/l. Then the customer did correct with the pen and the glucose level dropped to 12mmo/l/. It was stated that high blood glucose persisted after the infusion set change. Troubleshooting was performed, and no damage to the drive support cap noted. The high pressure test passed. The basal rates and bolus did match with daily totals. No further information was provided.